Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the umbilical hernia repair via laparoscopic procedure, at the time of surgery, one of the cartridges could not be removed from the yellow safety and could not be used in surgery. Surgical time was extended for 30 minutes or more. To resolve the issue, the surgeon exchange the product for a new one. There was no patient injury.